Event description:
Left femur fracture. Plate was implanted in 1992. Plate broke two years post-up in 1996. Plate has not been removed from pt.

Manufacturer narrative:
No eval could be performed as the device was not returned.